Manufacturer narrative:
Batch review performed on 08 april 2019: lot 166480: (B)(4) items manufactured and released on 20-dec-2016. Expiration date: 2021-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event clinical evaluation performed by medical affairs manager: secondary resurfacing of patella in a cemented tka performed 1 year and 9 months before. A secondary patellar resurfacing should not be considered a failure: sometimes surgeons prefer to postpone patella arthroplasty in order to preserve maximum quantity of bone and reduce trauma, and proceed to treat only in case of persistent anterior pain. During this operation, as customary, the tibial insert has been changed to a new one, but no problem or defect originated this replacement.

Event description:
Revision surgery after 1 year and 9 months due to pain in the knee (after the tkr). The surgeon decided to revise the knee by changing the inlay (same thickness) and resurfacing the patella.